Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed high out-of-range shock lead impedance measurement greater than 200 ohms. A setscrew issue was suspected. The daily measurements showed an abrupt rise in shock impedance measurements. Other measurements were stable. Boston scientific technical services (ts) provided troubleshooting options. Additional information indicated that the connections were checked and were found secured. The lead was also tested on a pacing system analyzer (psa) and the measurements obtained were normal. Further, no issues were seen on an x-ray and fluoroscopy. The physician decided to explant and replace the rv lead. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.